Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exit block occurred. There were several qrs missing. It was also reported that the rv lead exhibited varying impedance, varying thresholds and decreased r-wave amplitude. During the revision procedure a right ventricular (rv) and ipg lead connection failure was detected. The rv lead and ipg were reconnected and remains in use. No patient complications have been reported as a result of this event.